Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support to troubleshoot the issue. It was determined that a blockage in the cartridge caused the occlusion. The customer changed necessary supplies, resumed insulin therapy, and was advised to wipe down the pneumatic tap area to prevent future occlusion issues.